Event description:
Additional information: following replacement patient recovered without sequel. Cause of the stall was not known, it was stated that there were no MRI or magnetic fields. No pump rotor or catheter dye studies were performed.

Event description:
It was initially reported that an alarm was heard and confirmed by telemetry as critical due to motor stall. Pump logs indicated motor stall on (B)(6) 2012 at 5:30 with no recovery. The stall was constant. A pump replacement was planned and patient was to be managed with po meds. Drug delivered via the device was lioresal. Three days later, it was reported that the pump was replaced and there was "no harm" to the patient.

Manufacturer narrative:
Analysis results of the returned device was not available at the time of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implanted: 2006 (B)(6), explanted...

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly-corrosion. Analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing; catheter incomplete-returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.